Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was taken place on (B)(6) 2023 where the patient's scs system was explanted to address the issue.

Event description:
It was reported that the patient is experiencing painful stimulation even when the therapy is turned off. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is causing painful stimulation.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115192.